Event description:
The customer stated he was hospitalized due to hypoglycemia. The customer stated that he treated his blood glucose level based on a reading of 400 mg/dl he received from his glucose sensor, but his blood glucose level was actually 41 mg/dl according to his blood glucose meter. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.